Manufacturer narrative:
Results: the penumbra system ace 68 reperfusion catheter (ace 68) was kinked approximately 63.0 cm from the hub. Conclusions: evaluation of the returned device confirmed it was kinked. This type of damage typically occurs due to improper handling during removal from the packaging. If the ace 68 is withdrawn from the packaging shell prior to removing the tubing tray, damage such as this may occur. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The product lot number was not provided, therefore, the manufacturing records could not be reviewed.

Event description:
During preparation for a thrombectomy procedure, the physician noticed the penumbra system ace 68 reperfusion catheter (ace 68) was kinked upon removal from the packaging and was unable to be flushed. The kinked ace 68 was noticed prior to use and therefore, was not used in the procedure. The procedure was completed using a new ace 68 kit.